Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. Electrical measurements were normal. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasions were found at 9.5-10.4cm and 11.0-11.3cm from the distal tip, consistent with lead friction to another device. The etfe coating of the conductors was intact at the se locations. External insulation abrasion was found at 39.0-39.7cm from the distal tip, consistent with lead friction to the ICD. The etfe coating of the conductors was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.